Manufacturer narrative:
Section D information references the main component of the system. Other relevant device(s) are: Product Id: 97755, Serial/Lot #: (b)(6), UBD: , UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that controller (which they said they didn't use a lot) was broken. Agent asked the Patient(Pt) for clarification and Pt said that they had a meeting with a Rep in person and they found that the controller was malfunctioning. Pt said that the only way they could connect to the implant(INS) and change the therapy settings on the controller was to use the recharger, otherwise the controller would just say No Device Found. Pt said that they had X-Rays and the INS was fine. Pt said that the Rep tried to un-pair/re-pair the devices, however the issue was not resolved. During the call, Pt said that the controller cover hinge broke when opening up the battery compartment. Agent sent a request to Repair to replace the Controller. When asked for the Event Date, Pt said that it was like at least 6 months ago. Pt said that they had pain like every day and that they had just dealt with the pain. When asked for the Notify Date, Pt said that it was a gentleman (first and last name asked/unknown) and that it was like a week and a half ago. Patient called back and stated the same information that was previously documented. The patient said they were still having issues recharging the INS and had noticed that the cord connecting to the paddle, as well as the paddle itself, would become hot. The agent reviewed the information and submitted a repair request to replace the recharger.